Event description:
Terumo received the following reported information: during an endoscopic cholangiopancreatography (ercp), procedure for reducing jaundice, the product was inserted into the bile duct with the competitor's (mtw) catheter; however, it was difficult to cannulate. While seeking with the device, it protruded from the distal end of the catheter, and it was fractured with the distal end sticking in the porta hepatis. It was confirmed that the fractured piece was left inside the patient by computerized tomography (CT), and it was determined impossible to be removed. The jaundice reduction treatment will be performed with eus-hgs another day. The patient was in stable condition.

Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number. D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E2: health professional: unknown. E3: occupation: unknown. H4: device manufacture date: unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. Complaint files from the past three years were investigated. No deviations or non-conformities related to the manufacturing process for the involved case were found. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
Appearance confirmation of the actual guide wire: the wire strand had not been exposed at the fractured part. The outer layer at the fractured part had been elongated and torn off shape was observed. No anomaly such as abrasion was found in other parts. Appearance confirmation of the actual guidewire: the side of the wire strand did not taper, and the fractured surface was oblique. Dimple patterns were observed on the top surface of the wire strands. Dimensions: the outer diameter (normal part): it met the factory's specifications. No anomaly was found. Length of defect: main body of guidewire: approximately 4482mm, current product: approximately 4500 mm. Compared with the current product, it was determined that the actual device had a defect of approximately 18 mm. Since the lot number was unknown, the investigation could not be performed. Regarding the involved product, there have been no similar incidents attributable to the manufacturing process in the past three years. Simulation test: a 90-degree bending load was repeatedly applied to the product to be fractured. The side of the wire strand at the fractured part did not taper, and the fractured surface was oblique. Dimple patterns were observed on the top surface of the wire strands at the fractured part. It was thought that this condition was similar to that of the actual device. Based on the investigation results, no anomaly was found in the dimensions of the actual device. Based on the condition of the actual device and the simulation tests, as one of the possibilities, it was inferred that repeated bending loads on the actual device caused metal fatigue, leading to fracture. Furthermore, compared to the current product, the actual device is thought to have a defect of approximately 18 mm. Relevant IFU reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guidewire and/or endotherapy device and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as perforation, hemorrhage or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy device."